Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 6 kept failing. The customer reported that there was no delay in dispensing the medication, as they were able to set a workaround to get the medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 6 keeps failing. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.